Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low pacing impedance alert triggered when the right ventricular (rv) lead pacing impedance level exceeded the programmed lower alert threshold. It was noted that the lead trends looked fine and there was no lead issue. The lead remains in use. No patient complications have been reported as a result of this event.